Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. All of the buttons functioned properly. No button error alarms were noted. However, moisture damage was noted on the keypad traces.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 138 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.